Manufacturer narrative:
Concomitant medical products: yrbr2615135 stent graft, implant date: (B)(6) 1999; yrir15115 stent graft, implant date: (B)(6) 1999; 429688, lead, implant date: (B)(6) 2013; 407658, lead, implant date: (B)(6) 2013; 6935m62, lead, implant date: (B)(6) 2016; dtba1d4 ICD, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arm pain radiating to the chest. The right atrial (ra) lead exhibited lead position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.